Manufacturer narrative:
This product is not marketed in the us. (B)(4).

Event description:
The reporter indicated that the surgeon implanted a 13.2mm vicm5_13.2 implantable collamer lens, -9.50 diopter, in the patient's left eye (os) on (B)(6) 2017. The patient experienced excessive vault, significant reduction of irido-corneal angles. The surgeon commented that the patient also experienced pupil block, and suspicion of pigment dispersion. The dr. Plans to exchange the lens for the patient. As of the day of MDR submission the lens remains implanted. Multiple attempts to contact to customer have been unsusccessful.

Manufacturer narrative:
Work order search: no similar complaint types were reported for units within the same lot. (B)(4).